Event description:
Information was obtained from a literature, titled experience with impella supported off-pump coronary artery bypass grafting for acute coronary syndrome. It was reported that a nstemi patient with 3-vessel disease and heart failure with ejection fraction at 40%, so an impella cp was inserted. After impella was removed a surgical site infection was observed at the impella insertion site. Treatment of the infection is unknown and the patient was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the full literature citation and english translated article were unable to be obtain at the time of writing this manufacture report. All literature information provided has been noted in this report. A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown.

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.